Manufacturer narrative:
The patient did not indicate receiving injury at the time of the incident. The dental office has not had any communications from the patient since the incident. A review by a company representative and image provided, indicates that improper installation of the x-ray unit to the wall contributed to the incident. Labeling provided with the x-ray units instructs the installer of the unit to verify the wall support capability prior to installation. The x-ray unit involved in the incident was damaged from the fall and has been replaced with a new unit.

Event description:
The hygienist went to take an x-ray on a patient and the x-ray unit fell off the wall and hit the patient.